Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. The complaint device wasn't returned, but the receiver (B)(4) that was used with the device has been received for evaluation on (B)(6) 2015. Functional testing was performed and the reported problem could not be reproduced and there was no failure detected. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. Subsequent to the initial MDR, the returned receiver (part number stk-dr-pnk/lot number 5201403), being used with the complaint transmitter, was returned on 12/07/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.